Event description:
It was reported that a patient presented in-clinic with high defibrillation impedance noted on the patient's right ventricular (rv) lead. The physician decided no additional intervention was needed. The patient was recovering and no adverse patient consequences were reported.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2023. No further patient consequences were reported.